Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed the device has been serviced within the last 12 months. Evaluation serviced the device for a similar allegation, a 'reload set' alarm. Evaluation determined the cause to be failing upstream/ultrasonic sensor. The upstream/ultrasonic sensor was replaced. All required service actions were completed in the last service cycle. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion, which was reproduced during evaluation. A review of the event history log identified 'upstream occlusion!'. The cause was determined to be a failing upstream/ultrasonic sensor. The upstream/ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion. There was no patient involvement. No additional information is available.